Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient who was receiving gabalon at a dose of 200 mcg/day via an implantable infusion pump for an indication for use of head injury. It was reported that the pump was implanted on (B)(6) 2020, and on (B)(6) 2020 an abdominal wound infection was detected. The patient was scheduled to be transferred to the implanting hospital and explant would be considered in the future. It was noted that because infection was detected, there might have been a problem with the surgical procedure, per the attending physician¿s assessment. It was stated that for the future treatment plan the attending physician would consider the correspondence upon consultation with the follow-up hospital. The causality of the event was indicated to be not related to the drug, the device system, and it was unknown if the causality was related to the surgical procedure. The classification of severity of the event was reported as ¿serious.¿ at the time of the report the outcome was unrecovered. No further complications were reported.